Event description:
On 10/01 an endoscopy nurse from an ambulatory medical center reported the occurrence of three perforations during three different colonoscopy procedures. Twenty days later, the nurse called olympus to report the fourth occurrence of pt perforations. All four pts were transferred to a hospital for surgical repair of the perforated site. Two physicians performed the four procedures and two pcf-160 colonoscopes, were used for all exam. The pt injuries occurred august, september, and october. Olympus does not know why the adverse events were not reported until 10/01.